Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 64952105; gmrs small femoral bushing: lot# lle012, cat# 64952105; gmrs small femoral bushing: lot# lks981, cat# 64812133; mrhk bumper insert 3 degrees: lot# lle986, cat# 64812140; mrhk tibial sleeve: lot# lkx468, cat# 64952115; gmrs small axle: lot# ctd84381, cat# 64812100; mrh tib rot comp xs-xl: lot# 190193a, cat# 64813110; mrh tibial b/plt keel sml 1: lot# rhd9n, cat# 64952010; gmrs dist fem comp sml l 65mm: lot# rb62y, cat# 64853111; mrs fem stem w/o body 11x127mm: lot# 243791a, cat# 5560-s-112; tri cemented stem 12mmx50mm: lot# 1129729l, cat# 64956040; gmrs extension piece 40mm: lot# p469l, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
As reported: "revision ltka I&d w/ all moveable parts and distal femur. Infection, patient fell." Rep confirmed there was no bone fracture ("just blew out the incision") and that no further information will be released by the hospital or surgeon.